Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in a coronary artery. A 3.00 x 24 synergy drug-eluting stent delivery system (sds) was advanced to the lesion when it was noted that the stent was on the catheter just outside the tuohy. The stent never entered the patient. The sds balloon was used to pre-dilate the lesion and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. A synergy was returned for analysis with the stent detached. The stent was not returned for analysis. The maximum stent outer diameter measured at time of manufacture was within maximum crimped stent profile measurement. The balloon was reviewed. The balloon was in a deflated state with evidence of crimp marks and signs that positive pressure had been applied. No other issues were noted with the balloon. A visual and microscopic examination of the bumper tip found evidence of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The guidewire exchange port was damaged and twisted. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in a coronary artery. A 3.00 x 24 synergy drug-eluting stent delivery system (sds) was advanced to the lesion when it was noted that the stent was on the catheter just outside the touhy. The stent never entered the patient. The sds balloon was used to pre-dilate the lesion and the procedure was completed with another of the same device. There were no patient complications reported.